Event description:
The customer reported that during a routine check of the unit, the unit generated an "electrical test failure code #39" alarm upon "powering up". The unit was powered off and then on; a "system failure" alarm was generated and the display was blank.